Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The device was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed a loss of power on the reported event date. Logs revealed a power loss four minutes before the next data point was to be logged and after the battery on power port 1 was exchanged to an ac adapter. Before this event occurred, two instances of premature power switching occurred, however, the last premature power switch occurred after a normal battery exchange. Analysis of the device revealed that the battery met specifications; the battery passed visual inspection and functional testing. It was observed during log file analysis that (B)(4) was not involved in the reported loss of power. Based on the available information, the root cause of the controller loss of power cannot be conclusively determined; in the absence of any device malfunction, a possible root cause is most likely due to an inadvertent doubledisconnect of the power sources. The results of the analysis found no fault; therefore, the device in this report is not considered to be FDA reportable. On april 30, 2014, a field safety notice (fsca apr2014, FDA z-1607-2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. The results of the analysis found no fault; therefore, the device in this report is not considered to be FDA reportable. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is report one of three reports (3007042319-2015-00808, 3007042319-2015-00809 and 3007042319-2015-00810) submitted for devices related to the same event.

Event description:
It was reported that the patient was exchanging batteries. After disconnecting one battery while the second was still attached, the lcd went blank. The patient reconnected another battery and the controller showed figures on the display again. The patient cannot remember which battery she took off first; however, she marked both batteries which were attached during the event. There were no effects on the patient. The pump remains implanted. It was reported that the batteries and controller will be returned; however, have not been received for evaluation as of the date of transmission of this report. This is report two of three reports (3007042319-2015-00808, 00809 and 00810) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. This is report two of three reports (3007042319-2015-00808, 00809 and 00810) submitted for devices related to the same event.